Manufacturer narrative:
This report is being filed on an international product, list number 07p20 that has a similar product distributed in the us, list number: 7p51-21 / 31, and 510k/PMA/bla of k170317. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer observed positive alinity I total bhcg results. On (B)(6) 2026, sid: (B)(6) (female, 19-year-old) generated positive bhcg of 41.0 miu/ml results that were questioned. The sample was repeated bhcg negative <2.3 miu/ml. No impact to patient management was reported.